Event description:
It was reported to baxter (B)(4) that a multirate infusor device was found with broken tubing. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a multirate infusor device with broken tubing was confirmed, during product evaluation as the device's tubing having a smooth, not jagged, cut mark. This condition was likely caused by the tubing coming into contact with a sharp object. This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
Pt reported the infusion device gave an unintended bolus of 0.1 units four times on its own. Patient stated the date and time also changed by itself. Verified the bolus in the infusion device history. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.